Event description:
The customer reported that the middle of the exit alarm does not always respond to weight. There was no patient injury reported.

Manufacturer narrative:
(B) (4). The product was requested but has not been received. (B) (4).